Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by cloudy peritoneal effluent fluid, which warranted antibiotic therapy. Per the pdrn, the cause of the peritonitis was touch contamination, due to the patient improperly disinfecting hands prior to initiation and/or completion of therapy. Per the pdrn, the events were unrelated to the utilization of any fresenius device(s) or product(s). Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Additionally, most staphylococcus epidermidis infections are due to touch contamination. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, following discharge the patient will resume the utilization of the same liberty select cycler as before the events. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was using a manual medicated solution bag for peritonitis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic with cloudy effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1315 u/l, polymorphs = 65%) was obtained, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg (frequency based off vancomycin trough level) and ip ceftazidime 1000 mg daily x14 days. The peritoneal effluent fluid cultures returned positive on (B)(6) 2020 for staphylococcus epidermidis, and causality was attributed to touch contamination. The patient was not properly disinfecting hands prior to initiation and/or completion of therapy. The pdrn stated education was provided to the patient and will be on-going. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) and/or device(s). The patient is recovering from the events and continues to undergo continuous cyclic peritoneal dialysis (ccpd) using the same liberty select cycler as before the events.